Manufacturer narrative:
(B)(4): brief description of complaint: plasmablade¿ tonsil - chipped coating on tip - the coating on the tonsil tip was chipped. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿device name: plasmablade¿ tonsil ¿product number: ps300-001 ¿lot number: 0211129711 ¿expiration date: 18-apr-2019 ¿quantity returned: 1 testing performed: ¿device packaging inspection: ¿one returned plasmablade¿ tonsil tip device was received inside a (B)(6) shipper box within two plastic bags with plastic air cushions to fill the negative space. ¿the display box and the tyvek® lid were returned; the device information was confirmed against the information listed within cgh from the tyvek® lid and the display box. ¿there was a customs invoice provided ¿device visual inspection: ¿the device appears clean and unused. ¿the was no observation of damage or chipping to the electrode insulation coating, image # 1 thru image # 4. ¿the tonsil tip was returned bent at the tip, excessive bending may compromise performance and cause device failure which can compromise the insulation coating. ¿the outer perimeter of the tonsil tip electrode is the active portion of the blade; therefore, the bare metal around the outer perimeter of the electrode will be exposed which allows the device to function as expected. ¿there are no visual signs that relate to the reported complaint description. ¿all components appear in place, intact, with no damage. Functional inspection: the visual inspection only was performed; therefore, the functional inspection was not performed. Lhr review: a review of the lhr for lot # 0211129711 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint not confirmed: there was no observation any damage or chipping of the tonsil tip electrode insulation coating. This complaint will be tracked and trended in gch reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1370 rev. J - product specification and quality plan - tna product family 70-10-1447 rev. C - peak plasmablade¿ tna - IFU 70-10-1429 rev. C - pulsar¿ ii generator operator¿s manual 61-10-0017 rev. H - device button tactile test procedure test equipment: eqp # - eqp - name - manufacturer 6793 - pulsar¿ I - generator 7213 - eeprom verification reader. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Prior to the start of an ent case, staff opened a plasmablade device and reported part of the insulation layer on the device tip was missing and chipped off. The device was not used on a patient, therefore patient demographic information was not requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event: (B)(4).

Event description:
Prior to the start of an ent case, staff opened a plasmablade device and reported part of the insulation layer on the device tip was missing and chipped off. The device was not used on a patient, therefore patient demographic information was not requested.